Event description:
The customer reported that a beep is heard coming from the defibrillator. There was no negative patient impact.

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.